Event description:
On (B)(6) 2023 my dentist applied silver diammine fluoride to a tooth on the upper left. Shortly after the primer was applied, I had intense nerve pain, affecting top and bottom teeth. The pain came and went over the next few hours, moving around. Over the next few days my mouth was sore in various places with intermittent (and less intense) nerve pain triggered by cold or food touching the tooth. The pain seemed to be settling down but I had another bout on (B)(6). Since then, the tooth has reacted to cold (more than it had before the primer was applied) but with a feeling more like stinging than nerve pain. The dentist called the company, which said the problem could have occurred if the decay reached the nerve. That may explain the pain of the top teeth, but does not seem to apply to the bottom teeth.